Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn longer than 48 hours and patient's blood glucose level reached 384 mg/dl.

Manufacturer narrative:
The device was received partially deployed with the needle exposed beyond the needle well. The downloaded data did not show any timeouts or drive stalls during the pod's run. Score marks were observed on the interior of the top housing, indicating an interference between the linkage assembly and the top housing. The needle mechanism was manually reset and deployed as intended through manual rotation of the ratchet gear. Thus, the misaligned linkage assembly caused the needle to not retract. Further investigation of the device discovered that the hard cannula was bent on the exposed portion. Although damage was observed on the exposed portion of the hard cannula, the timing and cause could not be determined.